Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: rn established magnesium and sodium bicarb infusions for pt. B braun pumps kept stopping for air in line alarms. Champagne bubbles noted in IV tubing of both infusions. Rn was able to get the air out by flicking bubbles back up into drip chambers. Rn did not want to change IV tubing so as not to waste an unknown quantity of the medications. This slowed care on an off for about an hour as it kept happening. All medications were infused. Pumps kept in service as it was an air in tubing issue. No injury reported.